Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges that the unit getting hot to touch, smelled like a burning odor, the device is not working properly, and the display screen has no lights around the power button. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 07/01/2025 and section h11 should be reported as: the manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges that the unit getting hot to touch, smelled like a burning odor, the device is not working properly, and the display screen has no lights around the power button. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and observed the device has black screen and it does not allow updating. The third-party service center concludes that customer complaint able to be reproduced and unit scrapped. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.